Manufacturer narrative:
.

Event description:
It was reported that the cage could not be attached to the inserter.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.